Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was found to have a broken tip upon opening the packaging. There was no visible damage on the exterior of the shipping container or packaging itself.